Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the protégé peripheral stent systems (the gps self-expanding peripheral and biliary stent system and the protégé rx self-expanding carotid stent system). Survey results from a cardiovascular surgeon in practice 20 years: physician has been both protégé rx self-expanding peripheral and carotid stent system and protégé gps self-expanding peripheral and biliary stent systems since 2017, using 50 protégé rx self-expanding peripheral and carotid stent systems and 50 protégé gps self-expanding peripheral and biliary stent systems within the last year. All protégé rx self-expanding peripheral and carotid stent systems were used to treat stenoses of the common carotid artery (cca), internal carotid artery (ica), and carotid bifurcation. There has been one cerebral ischemia, or transient ischemic attack (tia) event (1 patient) reported during use of this device and the complication has been deemed associated with the percutaneous procedure. All protégé gps self-expanding peripheral and biliary stent systems were used for palliative treatment of malignant neoplasms in the biliary tree. There were no complications (adverse events) reported.